Event description:
It was reported that t-wave oversensing (twos) was noted post ventricular sense on the right ventricular (rv) lead. It was noted on two different days but was never seen before or after those days and was not happening real time. The lead remains in use. No patient complications have been reported as a result of this event.